Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank upper screen. The malfunction did not occur during patient use. The malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit board (pcb). The unit passed extended self-testing.